Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged and was sensing the ventricular depolarization. The lead was explanted. A new lead was implanted on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.